Event description:
Used clear care plus (with hydragel) for two days. The first day, I started getting itchy eyes by the end of the day, but I assumed it was seasonal allergies (and maybe it was). The following day, I put the contacts in and could see fine for about 1 hour. Then my vision got very blurry. I tried eye drops ( that I use very frequently with no adverse reaction- the equate generic version of refresh plus single use eye drops), and that did not help. Then, I removed the contacts completely, and even after putting on glasses, I was unable to see without a severe fog and very severe halos around light sources. About 2 hours later now, and my vision has started to clear up, but given that there are so many reports online about an adverse reaction to this product, I figured I should make a report. Also, this may be important - I have been using the regular clearcare contact solution for years (at least 5 years, maybe more). I never had a single bad reaction to it. Frequency: at bedtime. Soak contacts overnight. Dates of use: (B)(6) 2018 - (B)(6) 2018. Reason for use: prevent eye irritation and keep contacts feeling new.